Event description:
Information was received from a consumer regarding a patient receiving morphine, fentanyl and another unknown drug which the patient thought was a numbing agent via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that ¿about 5 days ago¿, then stated, ¿over the weekend¿ they started seeing a ¿not found¿ message on their handset. The patient stated that they tried charging the communicator, but that did not resolve the issue. The patient tried connecting to the pump while the communicator was charging but that did not resolve the issue either. The patient stated that the communicator lights did not come on at all unless it was charging. The agent had the patient attempt to power on the communicator while plugged in and unplugged from the charging cord, but the bluetooth light did not come on. The patient mentioned that the indicator light was green when the communicator was plugged in. The patient denied their charging cord being loose/wiggly when plugged into the charging port and confirmed the power button appeared to be functioning as intended. The patient denied the communicator being wet or dropped. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-aug-2024, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged u12¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.